Manufacturer narrative:
The patient information and event date were requested from the customer, but no response received.

Event description:
The customer reported that the ventilator shut during patient transport with data acquisition pcba adc reference failed. The customer reported that the unit was in use on patient, but there was no patient harm reported.